Event description:
It was reported that during a replacement procedure, when the physician connected the lead to the device, no pacing spikes were seen. The device was replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant products: 6947 implantable tachy lead (B)(6) 2008; 5068 implantable pacing lead (B)(6) 1999. (B)(4).